Event description:
It was reported to medtronic minimed that the customer noticed sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range and also the customer alleged possible under anomaly with the pump. The customer reported a blood glucose value of 277 mg/dl. The customer experienced high blood glucoses and was treated with an insulin pump (subcutaneous insulin infusion) also experienced symptoms of sore throat and irritability. The event involved product(s) mmt-7040a, mmt-332a, mmt-242a, and mmt-1884. Troubleshooting was performed for hyperglycemia and under delivery anomaly, and the customer was not using the auto mode/smartguard feature at the time of the event and also, the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed for sensor glucose vs blood glucose reading difference and noted that the blood glucose value from the reported event being 374 mg/dl and sensor glucose value from the reported event being 271 mg/dl, the difference was outside the acceptable range (greater than 30%). Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. Explained sensor may have no longer been responding to glucose changes. Advised customer to monitor and change sensor if issue persists. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.